Event description:
Literature: hooper ak, okun ms, foote kd, et al. Venous air embolism in deep brain stimulation. Stereotact funct neurosurg. 2009;87(1):25-30. Summary: this study reports on the approximate incidence of venous air embolism (vae) during deep brain stimulation (dbs) lead placement using two methods. A retrospective review was conducted of records of 286 bds leads implanted from july 2002 to may 2007. Characteristics of those who coughed during surgery were reviewed. Prospective vae monitoring in 21 consecutive patients with 22 leads from june 2007 to august 2007 was also obtained using precordial doppler ultrasound and end-tidal co2. Reportable event: the patient experienced in intraoperative venous air embolism requiring medical intervention. The patient began to cough while undergoing surgical placement of a deep brain stimulator lead in the ventralis intermedium nucleus (vim) of the thalamus. Doppler tones were not noted to change significantly. The patient's heart rate increase from 77 to a maximum of 110 beats per minute and end-tidal co2 decreased to 89% and systolic blood pressure increased from 97 mm hg to a maximum of 130 mm hg. The patient was treated with 100% o2 by nasal cannula and the surgical field was flooded with saline. The patient's vital signs returned to normal over a period of approximately 5-10 minutes. There were no significant hemodynamic or permanent consequences as result of the event.

Manufacturer narrative:
See scanned pages.